Event description:
The electrode array may have additionally migrated after an incomplete insertion at implantation. The user was reimplanted on the (B)(6) 2021. This report refers to 9710014-2021-00878. For further information please refer to this report.